Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any patient involvement, adverse patient events, or reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the touchscreen responded as expected. Although the device touchscreen responded when pressed, a review of the device history indicated button ID: invalid errors. The probable cause of the customer's reported unable to calibrate device touchscreen was due to contamination due to fluid ingress. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.